Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that posterior capsule rupture overserved during the vitrectomy surgery. The surgery was completed.

Manufacturer narrative:
The product has changed as per internal communication from "151vcf" to "159ev3", and according to this, the file will require us FDA submission. The manufacturer internal reference number is: (B)(4).